Event description:
The manufacturer received information alleging the trilogy ev300 device was not accurately measuring the internal pressure for this device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy ev300 device was evaluated by a philips service engineer, and the customer's complaint was confirmed. During the evaluation it was noted that the system printed board assembly (pcba) had caused the incorrect measurements for the internal pressure for this device. In addition, the philips service engineer recognized that the screen goes black for this device. The philips service engineer evaluated the device and determined the display cable was causing this issue to occur on the device. The philips service engineer replaced the system pcba and display cable to address these reportable issues. The root cause is confirmed at this time. Additionally, during the service of the device, the internal battery was replaced because it was faulty, and this was unrelated to the reportable issue.